Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen was cracked and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the customer complaint of a damaged display screen could not be duplicated. There was no evidence of physical damage to the display; the pump powered up normally with no evidence of cracks or ink spots. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.